Event description:
It was reported that there was air between the insulin pump piston and the reservoir. During priming, insulin was squirting out. There were no alarms. The drive support cap appeared normal. Customer was advised of proper reservoir filling techniques. A complete set change resolved the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.